Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event lesion/mass/accumulation (pt: product distribution issue), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00044360, was reviewed. A lot search was conducted on the reported lot, and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a french physician and concerns a female patient. She was injected with 2 syringes of radiesse, into the face, in the commissural folds, cheekbone, nasolabial folds, and chin. Batch number was reported as a00044360 (expiry date: 2013/12, as reported). A lot search in the global safety database was conducted. Radiesse was diluted halfway with 0.9% nacl (product preparation issue, off label use of device). The injection was carried out with a 25 g cannula, retrotracing trough the commissural fold and with a 25 g cannula, fanning out from the cheekbone to the nasolabial fold, then to the commissural folds and at the level of the chin. Patients medical history and concomitant medication were reported as none. She had no allergies. The patient was previously injected with botox and hyaluronic acids for several years. Two to three days after the radiesse injection, the patient experienced an oral reaction at the level of the lower lip. The lesion was hard, yellowish and painless. It was about 5mm in the measurement and persisted for 1 month. It bothered the patient a little. The patient indicated the physician that she massaged the mass since the appearance. This made the physician think of a salivary lithiasis. The physician also thought of sending the patient to an ent (ear nose throat) for excision. Due to the provided information, the outcome of the events was considered as not resolved. The physician wondered about the causal link with the injection of radiesse, insofar the lips were not treated. Follow up information was received on 26-sep-2022: this case was upgraded to serious. The suspect product was recoded from radiesse to radiesse(+). The event term lesion/mass was amended to lesion/mass/accumulation, and recoded from injection site nodule to product distribution issue. The batch record review was received and the lot number for radiesse(+) was confirmed as a00044360 (expiry date 12/2023). The patient went to see an ear nose throat (ent) specialist who removed the tumefaction and concluded to an accumulation of radiesse(+). No histological analysis was conducted. Due to the provided information, the outcome of the events was considered as unknown (changed from not resolved to unknown). In the opinion of the reporter, the events were related to radiesse(+).

Event description:
Follow-up information was received on 04-nov-2022: following the excision of the deposition by the ear nose throat (ent) specialist, the patient had difficulty in healing but that did not present any major problem. Due to the provided information, the outcome of the events was considered as not resolved (changed from unknown to not resolved).